Event description:
It was reported that the user experienced hypoglycemia after announcing a usual dinner while using the ilet on the third day, and customer education on meal announcements and system adaptation was provided. Symptoms included shakiness and feeling mentally ¿fuzzy.¿ outcomes included a documented low blood glucose value of 51 mg/dl lasting about 20 minutes, which was treated with oral glucose in the form of orange juice, with no ketone testing, no professional medical intervention, and no alarms or alerts reported. Investigation included troubleshooting and user education regarding the announcement process and expected automated insulin adjustments with subsequent similar meals. Investigation of this case revealed no device alarms, no external interventions, and no identified device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.